Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Additional information was received that there was no battery failure of the aisys cs2. There was no reportable malfunction. H3 other text : additional information was received that there was no battery failure of the aisys cs2. There was no reportable malfunction.